Event description:
This complaint is from a literature source. It was reported that one patient with paroxysmal atrial fibrillation underwent catheter ablation and suffered from cardiac tamponade, which was subsequently drained successfully. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿reduction of fluoroscopy exposure during atrial fibrillation ablation using a novel fluoroscopy image integrated 3-dimensional electroanatomical mapping system: a prospective, randomized, single-blind, and controlled study.¿ the purpose of this study was to explore the strengths of a novel fluoroscopy image integrated 3-dimensional electroanatomical mapping (f-eam) system during the whole procedure of atrial fibrillation ablation. The study was conducted between april 2014 and september 2014. Suspected device is thermocool sf ablation catheter, however the catalog and lot number are unknown.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products used during this clinical study: lasso 2515 mapping catheter, multipolar mapping catheter, carto 3 mapping system. Other company¿s devices were used during this study: steerable sheath (agilis, st jude medical), bard lab system (bard electrophysiology), temperature probe (sensitherm, st jude medical). (B)(4). The device was not returned to bwi.